Event description:
The patient experienced a shocking/jolting sensation. The patient left a voicemail at her physicians office and left no other details. Additional information has been requested.

Manufacturer narrative:
(B)(4).